Manufacturer narrative:
The device been returned for evaluation and the investigation is in progress. A supplemental will be submitted upon completion. Suspect medical device section 1: brand name = pipeline flex with shield, model # = ped2-425-18.

Event description:
Medtronic received information that the device did not open distally. The device was removed from the patient. No patient injury was reported.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation and the pipeline braid was observed stuck within the distal segment of the microcatheter. The device was removed from the microcatheter and the pipeline braid was found fully opened and moderately frayed at the distal end. No other anomalies were observed. The customer¿s clinical observation could not be confirmed. Based on the analysis we are unable to conclusively determine the cause of this event as the pipeline braid was found fully opened. In addition, we are unable to determine the cause for the damaged braid. All products are 100% inspected for damage and irregularities during manufacture. Suspect medical device brand name = pipeline flex with shield model = ped2-425-18.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.